Event description:
During an electrophysiology study, there was no signal from the quadrapolar catheter that was placed in the right ventricle. Connection to recording device checked. The catheter was pulled from the patient and a new catheter was opened and positioned in the patient. Signal was then present on recording screen.